Manufacturer narrative:
Device received with cracked battery tube thread noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were slow to respond to commands and insulin pump had code errors. The customer¿s blood glucose level was unknown. The motor sound during rewind, changing batteries every 2 weeks and often rejects new batteries. The customer also stated that insulin pump had no delivery alarm and large cracks. The insulin pump will not be returned for analysis.